Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. Moreover, a chest x-ray was suggested. Additional information indicated that this rv lead was dislodged and was explanted. No additional adverse patient effects were reported.